Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that stopper color error occurred with a bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes. The following information was provided by the initial reporter, "this customer has had multiple complaints about the similarity between the sodium and lithium heparin tubes. There has been much confusion for nurses and lab techs since the cap colors are the same. Many times, the nurse will use the incorrect tube. This is a safety issue which causes erroneous results when the wrong tube is used and not caught by the lab." 20 occurrences were reported.